Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(6). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d8, d9, g4, g7, h2, h3, h4, h6, h8, h10. Review of the most recent repair record identified no repairs related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that there was an issue at the moment of connecting at the pipe. The event timing was during surgery. There was no patient harm. There was a delay of0-15 mins. No unplanned skin graft required. No adverse events were reported as a result of this malfunction.